Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Acute rupture of aaa. Bilateral coiling of internal iliac arteries, bilateral common iliac aneurysms. No obtainable seal >25mm. Main body deployed, 11x60 (right) and 130x16 (left) deployed; both grafts were short of external iliac so 11x140 (right) and 13x140 (left) were used to extend into external iliacs. Sealed balloons bilaterally filling of right common post ballooning multiple balloons right side physician felt there was a leak in the fabric (small) 11x120 treo limb used to cover area, leak resolved. Ancillary devices used: treo stent-graft system b2 28-b2-24-080u 2311140037. Treo leg l2. 28-l2-15-120u 2312180271. Treo leg l2. 28-l2-15-120u 2312180269. Treo leg l2. 28-l2-11-140u 2404240442". Patient outcome: "relign limb and 2nd treo limb used 28-l2-11-120u lot # 2404240442. Leak resolved. No further observation."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Acute rupture of aaa. Bilateral coiling of internal iliac arteries, bilateral common iliac aneurysms. No obtainable seal >25mm. Main body deployed, 11x60 (right) and 130x16 (left) deployed; both grafts were short of external iliac so 11x140 (right) and 13x140 (left) were used to extend into external iliacs. Sealed balloons bilaterally filling of right common post ballooning multiple balloons right side physician felt there was a leak in the fabric (small) 11x120 treo limb used to cover area, leak resolved. Ancillary devices used: treo stent-graft system b2 28-b2-24-080u 2311140037 treo leg l2 28-l2-15-120u 2312180271 treo leg l2 28-l2-15-120u 2312180269 treo leg l2 28-l2-11-140u 2404240442". Patient outcome: "relign limb and 2nd treo limb used 28-l2-11-120u lot # 2404240442. Leak resolved. No further observation."